Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, unable to recover. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a tight slide rail. The field service engineer adjusted the slide railings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.